Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available, it will be provided in future reports. (B)(4).

Event description:
It was reported that the product melted. The procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: spatula melted. Probable root cause: power set too high, generator power malfunction, user misuse or overuse, material/design error, conductive irrigant used, improper use with another electromedical device. Mfg date: manufacture date is not known. (B)(4).

Event description:
It was reported that the product melted. The procedure was completed successfully.